Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a display of a generator and interlock error message. These messages will result ina not boot, lockup, and/or shut down depending on when they are displayed. There are no reports of patient injury or death associated with this event.